Event description:
During a review of the pump's event history by baxter canada personnel, a colleague infusion pump was found to have failed an accuracy test on channel b. This had the potential to cause death or serious injury. It is unknown when this condition occurred. There was no report of patient injury, medical intervention necessary, or adverse reaction in association with this event. No additional information is available. This involved a remediated colleague p1.5 infusion pump with a user interface module software version of 6.13.92.

Manufacturer narrative:
(B)(4). Evaluation summary: the reported condition of a colleague infusion pump with a malfunction of "failed an accuracy test on channel b" was confirmed and duplicated during product evaluation. The root cause was assigned to a defective pump head module. The pump head module on channel b was replaced in order to correct this condition. Should additional information be received, a follow-up medwatch will be submitted.

Manufacturer narrative:
(B)(4).the device was returned to baxter and is currently in the process of being evaluated. A follow-up report will be filed upon completion of the evaluation or if any additional details become available.